Event description:
The customer complained to the rep that the pins are sticking in the collets. The account was using stryker orthopedic 3.2mm fluted pins when they experienced the events.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding compatibility issues between stryker orthopaedics triathlon 3.2mm fluted pins and stryker instruments system 7 2.0-3.2mm pin collets was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records evaluation not performed as no patient information was provided for review. Additionally, it is not believed that clinical factors contributed to this event. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The exact cause of the event could not be determined because the product was not returned for inspection and insufficient product information was provided for review. Based on the information available at the time of investigation it is believed that there are no fluted pin non-conformities related to this event as the pin collets were not designed for use with the fluted pins. No further investigation is possible at this time.

Event description:
The customer complained to the rep that the pins are sticking in the collets. The account was using stryker orthopedic 3.2mm fluted pins when they experienced the events.